Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history records please note, this DHR review is for sterilization procedure only: part: 04.168.000s; lot: l872998; manufacturing site: (B)(4); supplier: (B)(4); release to warehouse date: 26.apr.2018; expiry date: 01.apr.2027. Non-sterile 04.168.000 ((B)(4))/l692627 was used. Manufacturing site: (B)(4). Release to warehouse date: 06.apr.2018. The device history record shows this lot of 47 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation with femoral neck system (fns) that was applied to surgery for femoral neck fractures. On (B)(6) 2019, the patient had subtrochanteric fracture during rehabilitation. Re-operation to remove the fns implants and place trochanteric fixation nail advance (tfna) long (right) will be performed. However, it is unknown if re-operation can be done shortly since the patient¿s renal function is bad. Re-operation will be done on (B)(6) 2019, in the earliest case. The patient is currently in the hospital. This complaint involves four (4) devices. This report is for one (1) femoral neck system plate 1 hole - sterile. This report is 1 of 4 for (B)(4).